Manufacturer narrative:
During the investigation the central receiving table showed multiple updates to patient demographics that have been done both through the electronic kipu interface and manually by the client. There was no product malfunction, the issue was caused by the client. There are no reports of adverse health consequences due to this issue.

Event description:
Starlims clinical solution is a software solution for managing research and diagnostic laboratory data and processes and is intended to be used by trained healthcare and research laboratory professionals. The application provides single and multiple site facilities the ability to manage patient and sample registration, pre-analytical processing, manual entry of information and collection of data from ivd analyzers and/or non-diagnostics instruments, data validation (technical and/or clinical) and result reporting. A customer notified abbott informatics that patient demographic data had been overwritten with different patient demographic data. More specifically, the patient's last name, first name, date of birth, and gender were changed and the date of birth was set as the current date.